Manufacturer narrative:
Additional information: d6b corrected information: h6 a review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation or investigation. Representative stated that the patient had allegedly had issues with anesthesia and awoken partially and moved during the surgery. As a result, "it's possible that the implant site got contaminated", but this was not a fault of the implanting physician in any way. There was no allegation of any pump or catheter issues. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Pending additional follow up information. (B)(4).

Event description:
Representative reported a pump replacement due to infection. No additional details were provided.